Event description:
Per the medtronic summary provided to the center, "analysis of the battery revealed the unit did not pass functional testing. Testing revealed the battery was unable to charge or provide power due to an enabled zero-volt charge (zvchg) field-effect transistor (fet). The zvchg fet disables the ability to charge and discharge, rendering the battery inoperable." FDA safety report ID# (B)(4).